Manufacturer narrative:
(B)(4). This report is being completed to address the allegation of the home choice filling the patient with air and failure to alarm. The leak will be addressed in a separate report. The device was requested for evaluation but has not yet been received. An evaluation will be performed once the device has been received. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty. The root cause for the reported condition was undetermined.

Event description:
On (B)(6) 2011, a customer contacted baxter's technical service center stating that the hc filled him and the solution bag with air. The patient stated that he had to go to the hospital because the hc filled him with air, the hc is noisy and leaked on him and does not alarm. The device was swapped. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) to the home patient (hp) till the new unit arrives. During a follow up call on (B)(6) 2011 the patient said he was not sure where the leak/fluid was coming from. At times he thinks the fluid was coming out where the cassette was loaded or probably the tube overflowed. It was not reported if the leak occurred prior to or after the hc filled him with air. He reported a couple of times the table was wet (it was not reported if these were separate incidents). He reported that on thursday ((B)(6) 2011) he noticed that the 2nd bag (not the heater bag) was full of air, almost like inflated with air. But he still continued with his therapy and at 3 am on friday ((B)(6) 2011) he had stomach pain. Since he had a scheduled appointment on (B)(6) 2011 he decided to see his pd nurse and they did an exchange for him. He was given a couple of tylenol tablets to ease the stomach pain. Pd therapy continued without a change in dose. He said there was no pd solution that came in contact with him as a result of the leak. He has already discarded the bag and cassette. There is still tenderness/sore area in his stomach which is more painful during last part of draining so he just stops the draining early. (B)(4) was able to speak to the patient's nurse on (B)(4) 2011. She confirmed that the patient went to see the doctor in the pd clinic on (B)(6) 2011. The nurse said the patient was very dry when he came in, so they did an exchange and the drain was clear. The patient's stomach pain was improved when he left the hospital. She reported that they followed up with the patient the next day and the patient said the stomach pain/abdominal pain has improved. When asked for causality, the nurse said it's "most likely not related to the home choice machine, I doubt it. And I don't think it's due to dianeal or extraneal either." No further information was available.